Event description:
No new information was received relating to this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0qt5b, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastr ointestinal/pelvic floor. It was reported that ¿pulsating¿ was initially in the patient¿s vagina but now it was in her rectum. It was the same program at the same amplitude. She was now experiencing rectal pain. This was occurring intermittently. It was noted that therapy never worked since implant, (B)(6) 2014. She had ¿not had good luck with it.¿ stimulation going from the vagina to the rectum started about 6 months ago. The rectal pain started yesterday, (B)(6) 2016. The following day a healthcare professional (hcp) via a manufacturing representative (rep) later reported the patient had a loss of efficacy in the last month and occasional ¿power surges.¿ the patient denied falling, hitting the implantable neurostimulator (ins), or any accidents. She was unaware of any incidences that might have caused this issue. The doctor turned off the stimulation and took an x-ray. The lead looked as if it might have migrated. The implant was turned off and a removal and a replacement were scheduled for (B)(6) 2016. The issue was not resolved at the time of this report. The hcp via the rep later reported the efficacy decreased over time. No impedance was taken and the implant was explanted and replaced. There was a twisted lead. The issue was resolved.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.